Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial report were incorrect. The correct dates have been provided in this report.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. Analysis was unable to verify keypad unresponsive complaint due to missing segments. The insulin pump was received with broken off end cap.

Event description:
The customer reported via phone call that the insulin pump was dropped and went into pieces. The customer also reported that the button were unable to be pressed. The customer's blood glucose was 123 mg/dl at the time of incident. The insulin pump was returned for analysis.